Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the buttons on the battery hand piece do not function.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
The reason of this failure is a wearing and abrasion in combination of unsatisfied construction and unsatisfied lavation. Based on this analysis alone, a manufacturing fault cannot be ruled out, it is indeterminate. As with the analysis in combination with the responsible product manufacturer on the manufacturing documents, no discrepancies to the specifications where found. No product fault could be detected.